Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had unexplained high blood glucose. Customer went to the emergency room and was hospitalized two times. Customer's blood glucose reading at the time of the emergency room visit the first time was over 400 mg/dl, and the second time was 335 mg/dl. Customer stated that her insulin pump was malfunctioning, it was not delivering the insulin and was alarming motor error. Nothing further was reported.